Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The DHR for lot 15287 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have egd, ph, and manometry studies done? If yes, could you please share the results? Esophagrams following placement showed stenosis at the device. Balloon dilation ineffective. On what date did the implant take place? (B)(6) 2017. In the event description, it states: ¿patient had all testing. Reflux esophagitis, and severe gastroesophageal reflux, were these test results before the linx implant or after the linx implant? Testing is done prior to placement. Is the device being returned for analysis? No. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient had linx 14 bead 1.5 implanted (date unknown) patient had all testing. Egd: la grade a reflux esophagitis with short-segment barrett's esophagus without dysplasia. Barium swallow: severe gastroesophageal reflux with patulous lower esophageal sphincter. Esophageal motility: hypotensive les, normal dci/dwa 24 hour ph with impedance: normal demeester score (on dexilant twice daily), with 69 episodes of nonacidic reflux (normal is less than 48 and a 24 hour period). Dilation performed (B)(6) 2019. The sizing technique was: sized 2 above the pop. The patient did not have an autoimmune disease. There was no pre-existing dysphagia. Dysphagia was chronic and unrelenting despite dilation and multiple rounds of prednisone/valium. There was a hiatal hernia repaired at the time of the implant. There were no intra-op issues. Dysphagia was the sole reason for explant. The device was in the correct position, however, the scar tissue was overly abundant. The device was explanted on (B)(6) 2021.